Manufacturer narrative:
Arjo was informed about an event which occurred in (B)(6) hospital in the us. Following information gathered, the patient tried to get out of the citadel plus bed. Force applied to the safety side rail caused this plastic component to detach and the patient fell out of the bed. As an outcome of this event, the scrape on the patient chest was reported. No further treatment nor hospitalization was required. It was established by arjo representative that the patient was on bed restriction and was attempting to exit the bed against the medicals staff recommendation. The patient put all of his weight on the safety side causing it¿s physical damage. The safety sides did not withstand that pressure, as they are not intended to be used as a support lever. The product instruction for use (for ex. #831.374 rev. B dated on dec-2015) contains all crucial information and warnings which should be followed to ensure patient safety: ¿side rails are not intended to restrain patients who make a deliberate attempt to exit the bed¿. ¿caregivers should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (...) ¿ summarizing, upon the conducted investigation and bed inspection done by the arjo representative, it was determined that the patient¿s fall occurred when the patient tried to get out of the bed unattended. Force exerted by the patient caused the safety side detachment. From that perspective, the citadel plus bed did not meet the manufacturer¿s specification. Although there was no serious injury sustained, the complaint was decided to be reportable due to the allegation of patient¿s fall.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo was informed about an event which occurred in olean general hospital in the us. Following information gathered, the patient tried to get out of the citadel plus bed. Force applied to the safety side rail caused this plastic component detached and the patient fell out of the bed. As outcome of this event, the scrape on the patient chest was reported. No further treatment nor hospitalization was required.